Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. During visual inspection, frayed and exposed wires on power cord cable was observed. Sparking was not reproduced as frayed power cord was not attempted to power on returned device. During investigation, using known good power cord with returned power supply the returned device was able to start up, send readings and pass all diagnostic test with no issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The source of the reported event was due to frayed and exposed wires on the power cord cable.

Event description:
The patient reported sparking, and exposed and frayed wires of the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.